Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed to recover. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(4) was performed from the date of manufacture, 18-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that cubie pockets and drawers were in a failed. The field service engineer (fse) restarted the machine and initiated system recovery. The system functioned as intended after the field service engineer (fse) resolved the issue.